Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that the IV tubing would not prime with inflectra infusion.

Manufacturer narrative:
The customer reported they could not prime the set, and returned one sample of material 2432-0007, lot 25015310. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the complaint was verified. The filter inlet was examined under a microscope, and excess solvent was found in the tubing connection. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent assembly method. A quality alert was created on june 17th, 2025 by the quality engineer ¿ post-market support and communicated by production supervisor to involved personnel to inform this failure mode and reinforce follow the operations described in the standard work sheet. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.